Event description:
It was reported that the patient presented in the operation room. During the procedure, the stylet got stuck inside the lead and could not be removed. The physician pulled on the stylet after the lead was implanted in place, and the terminal pin popped off the end of the lead. The physician then removed the lead completely and implanted a new lead. There was no adverse events to the patient due to this issue.

Manufacturer narrative:
A partial lead with the distal tip measuring 85.7 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.